Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v739070, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported a loss of bladder control and a blank patient programmer screen. The patient tried new batteries in the patient programmer and she was at 4.1v on program 4 and the implantable neurostimulator was off. Patient services intervened and she was feeling some stimulation at 1.3v so they stopped there. The patient planned to see her doctor in (B)(6). The patient noticed blood in urine; she was instructed by the health care professional to turn the ins off. She was put on antibiotics and was doing better. It was noted the patient strained the left side of her back. The patient was not able to hold her urine. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.